Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high results compared to their feelings and/or normal readings. The reporter claimed obtaining blood glucose readings of 202 and hi mg/dl with the subject meter. The cca walked through a control solution test with the patient and the test failed. This complaint is being reported because it is unknown if the results would/would not meet lifescan's accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.